Manufacturer narrative:
Evaluation summary: it is unknown whether the proper surgical technique was followed and what instrumentation was used during the reported event. The provisional locking screw is designed so that it can be disassembled from the provisional liner for cleaning and reprocessing. Difficulty in inserting the screw may have been due to a malpositioned provisional liner. Soft tissue is a possible cause of misalignment. The screw may have disengaged from the liner during insertion if the screw was not properly aligned with the mating threaded hole in the liner/shell and pressure applied to the liner. Based on the information provided, a definitive root cause cannot be determined for the reported event. The provisional locking screw did not exhibit any damage and measurements taken on the device were according to specification. Device history records indicate all components were manufactured and inspected to specification. No manufacturing abnormalities could be detected by either method.

Event description:
It is reported that the trial liner would not lock into the implanted shell. When removing the trial, the screw disassociated and fell into the wound; the screw was retrieved. The liner was unable to be trialed.